Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure of mitraclip (41126a1078, cds0707-xt), one gripper was unable to lower during gripper check of gripper orientation. The clip was removed from the anatomy and checked on the back table and it functioned as intended. The same clip was re-entered in the anatomy and the same issue persisted. The clip was replaced with another mitraclip (50218a2115; cds0707-xtw) to complete the procedure. The mr was decreased to grade <1 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to open or close (gripper actuation) or improper or incorrect procedure or method (failure to follow steps / instructions). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the single gripper actuation issue could not be conclusively determined. The reported improper or incorrect procedure or method was associated with the user re-inserting the clip after removal from anatomy. It was determined that this did not contribute to the reported adverse events. However, this will be addressed in the letter requested by the account. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure of mitraclip (41126a1078, cds0707-xt), one gripper was unable to lower during gripper check of gripper orientation. The clip was removed from the anatomy and checked on the back table and it functioned as intended. The same clip was re-entered in the anatomy and the same issue persisted. The clip was replaced with another mitraclip (50218a2115; cds0707-xtw) to complete the procedure. The mr was decreased to grade <1 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The returned device analysis was unable to confirm the reported difficult single gripper actuation. The reported improper or incorrect procedure or method-failure to follow steps / instructions during procedure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to open or close (gripper actuation) or improper or incorrect procedure or method (failure to follow steps / instructions). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the single gripper actuation issue could not be conclusively determined. The reported improper or incorrect procedure or method was associated with the user re-inserting the clip after removal from anatomy. It was determined that this did not contribute to the reported adverse events. However, this will be addressed in the letter requested by the account. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4114 device not returned